Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 25 march 2025,senseonics was made aware of an incident where user reported hypoglycemic event on (B)(6) 2025 around 9:30 am where user's bg was 166 mg/dl and sg was 65 mg/dl.as p ER dms we confirmed where sg was 65 mg/dl at 9:41 am, user additionally entered a bg of 13 mg/dl at that time.the user did not treat and stated the issue was with the system with false low readings on his eversense system triggering several low glucose alerts.

Manufacturer narrative:
The user reported a false low glucose event on (B)(6) 2025 at 9:30 am where user's sg was 65 mg/dl and bg was 166 mg/dl. A review of the data management system (dms) data revealed that on (B)(6) 2025 at 9:41 am the user's sg was 65 mg/dl, and bg was 133 mg/dl. A review of the alert history revealed that the user received low glucose alerts during the reported time. User did not seek medical treatment as bg did not indicate low glucose. User's hcp was aware of the event. The user was advised to follow up with their hcp for medical guidance.in an associated case of sensor inaccuracy, the user informed senseonics that the cgm showed results that were different from glucometer measurements. The case was escalated to the next level of support for additional review. A review of the data management system (dms) revealed that calibrations were generally in good agreement and some of the differences could be explained by the user performing calibration during rapid change in glucose. The user was advised to continue the use of the system, calibrating when the glucose is stable. However, the user was not satisfied with the response and informed customer care that she does not have a pancreas, so she is constantly in high changes in glucose values and there is no such thing as a "stable period". A transmitter replacement was approved as the user could not upgrade their firmware via data hub. No further investigation of the replaced transmitter is required.additional monitoring after the customer resumed use of the system with new transmitter with firmware, showed bg values entered as calibrations fit sg well.it is likely that the user had variability in sensor glucose / inaccuracies due to poor sensor communication. B4.date of this report 04 august 2025 g3.date received by the manufacturer? 04 august 2025 h3. Device evaluated by manufacturer?yes h6. Type of investigation updated to 4121 h6. Investigation findings updated to 3213 h6. Investigation conclusions updated to 4315.